Manufacturer narrative:
The complaint of separation on item a1134 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) for lot#14013244 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.

Event description:
It was reported that two 99" (251 cm) appx 6.8 ml, transfer set w/check valve, nanoclave® t-connector, anti-siphon valve, 0.2 micron filter, luer lock devices were found to disconnect during patient use. The report states "snap where the syringe connects." There was no patient harm reported.